Event description:
It was reported that this right ventricular (rv) lead showed a single high, out of range (oor) shock lead impedance measurement. In the past it had been stable in the limit of within limit values. There was no evidence of lead noise, therefore they recommended reprogramming the upper limit alert for oor and if this newly programmed limit would be tripped, then consider max energy shocks. The rv lead remains in service. No adverse patient effects were reported.